Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the user verification test was performed on this unit and it passed however after the unit started to alarm "vent inop". The error log was checked and a "post ac-dc" error was found in the log. There was no patient involvement at the time of the incident.